Event description:
The customer observed positively biased results from a single pt using vitros tsh reagent on a vitros eci system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The result was reported by the laboratory and questioned by the physician. There were no reports of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to indicate that either the vitros eci or vitros tsh reagent did not perform as expected. The issue was related to a single sample from a single pt. The investigation determined that positively biased vitros tsh results were obtained from serum and plasma samples from a specific collection event from a single pt. The root cause of the biased tsh result could not be determined, however, the presence of an unk sample interferent could not be ruled out.